Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was over 200 mg/dl at the time of incident. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. It was also found the customer's blood glucose rose to 450 mg/dl the night prior. The customer's blood glucose was treated with a manual injection. Customer also reported a no delivery alarm occurring, but was unable to troubleshoot due to the motor error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.